Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 25 mg/ml at a dose rate of 4.996 mg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump was refilled (B)(6) 2016 and on (B)(6) 2016 the patient experienced being "woozy" as if she was receiving too much medication. The patient called the clinic at that time to report the symptom. A physician seen the patient on (B)(6) 2016 and decreased the morphine. Two to three days ago from (B)(6) 2016 / beginning of the week, the patient was also treated at the emergency room (ER) for shortness of breath; the patient was given a nebulizer treatment and was sent home on (B)(6) 2016. It was noted that the physician was gone and would not be back to the clinic until (B)(6) 2016 which is when he was to see the patient to assess the situation. The patient was seen on (B)(6) 2016 at the clinic and it was decided to program the pump to minimum rate mode and supplement the patient with oral medications until the physician sees the patient on (B)(6) 2016. It was considered that withdrawal could possibly occur regarding the reduction of the intrathecal dose. The event logs were normal. The patient had a personal therapy manager (ptm) device, but has not utilized it since (B)(6) 2016. There had been no reservoir volume discrepancies all the way back to (B)(6) 2015. The patient's concomitant medications included: oxycodone (oral) and another oral medication (medication not specified).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.